Event description:
User applied pressure to insert needle in pt's bone. Pt was anesthetized, pressure was applied to release needle. Plastic handle portion of needle loosened from the cannula while in the pt's bone. Some force was necessary to remove the needle.